Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motion sensor test failure alarm. Blood glucose was unknown at time of incident trouble shooting was not completed. No further details given. Device is not expected to be returned for analysis.

Manufacturer narrative:
Device passed rewind test, basic occlusion test, prime test and displacement test. However, device received stuck in the motor error loop during bolus or basal delivery. Unable to verify a broken force sensor was detected during seating or regular delivery alarm due to motor error alarm. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing.